Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer called to report that there is a crack in the seat of his commode 9630-1. He says it is one crack approximately 6-8 inches long. Through a follow up call it was determined that the end user is the caller's mother and there was no injury or medical attention required. Says they have had the device since (B)(6). MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630-1, serial number/date code is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.